Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0213972281, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative pain at the pocket and sacrum zone. It was noted that the device had been turned off. Additional information received reported that the device was explanted by the physician. The patient feels no more pain at the pocket and sacrum zone.